Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer required assistance from emergency medical services, however; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.